Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm)2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical staff contacted technical support engineer (tse) during an active procedure and indicated that the surgeon was experiencing difficulty when attempting to swap master control between instrument universal surgical manipulator (usm1) and usm2. The instruments had been reseated and it had been confirmed that the surgeon was allowing the master to align during the swap; however, the console continued to display an "aligning master" message and would not allow the surgeon to readily take control of the arms. As a workaround, the surgeon transitioned from the affected console to an alternate console, where the arm swapping functioned without issue. No issues were found upon review of the system logs. A request was made for field service to inspect the left hand control of the affected console. The procedure was completing as planned with no reported injury.